Manufacturer narrative:
The catalog number and lot code were not provided. The device was described as an unknown trident all poly constrained cup. It was reported that the product was destroyed upon removal and discarded. It was also noted by the surgeon that he did not think it was product related. Additional information has been requested and if received, will be provided in the supplemental report. Discarded by hospital.

Manufacturer narrative:
An event regarding dissociation of the bipolar head from a trident constrained liner was reported. The event was confirmed. The provided x-rays and handwritten operative note were rejected for review by a consulting clinician. Initial and revision operative reports as well as records detailing the patient's clinical history and post-operative follow ups would be required to provide a meaningful dictation for this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Review of the provided x-ray images confirmed the reported dissociation however were insufficient to determine a root cause. Review of the case by a consulting clinician indicated that initial and revision operative reports as well as records detailing the patient's clinical history and post-operative follow ups would be required to provide a meaningful dictation for this case.

Event description:
The surgeon reported via the sales rep, that a patient was taking legal action against the hospital due to a dislocation and subsequent revision of his trident all poly constrained cup that occurred at some unspecified time within the last 6-9 months.

Event description:
The surgeon reported via the sales rep, that a patient was taking legal action against the hospital due to a dislocation and subsequent revision of his trident all poly constrained cup that occurred at some unspecified time within the last 6-9 months.